Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event at 10:50 a.m., hemodialysis renal replacement therapy was planned, and percutaneous selective venous catheterization was performed. During the process of establishing a subcutaneous tunnel using the central venous catheter, the tunnel needle (pin) detached from the outer rubber sleeve and was immediately removed from the subcutaneous layer. The detached rubber sleeve was removed with hemostatic forceps, and the tunnels needed to be re-established or the kit was replaced with another one from the same lot and ID. The catheter was not repaired, and there was no luer adapter issue. The catheterization continued without causing direct harm to the patient, however, due to the event, it increased the operation time and trauma. There was no reported patient injury.